Manufacturer narrative:
A partial lead with the connector pin measuring 13.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause death was cardiac arrest, multi-organ failure, congestive heart failure and methamphetamine abuse.